Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the cause of slda could not be determined. The reported worsening mr was due to slda. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedure. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mr with a grade of 4. One clip was implanted, reducing mr to 2. On (B)(6) 2020 it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. No treatment will be performed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.